Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction: attach one way valve and vacuum the balloon twice inside of the tray, also remove the balloon straightly grasping closely from the tray. The sheath was inserted into the pt's left femoral artery and the iab insertion went "smoothly." The intra-aortic balloon pump (acat 1 plus) was switched on and under fluoroscopy and balloon pressure waveform (bpw) on the display, the staff found that the balloon did not inflate completely. Accordingly, they tried to inflate the balloon manually by using a syringe but it failed. As a result, the iab and sheath were removed as one unit. Another 40cc iab was inserted "and then counterpulsation could be performed without problems." There were no reported pt complications or injury.

Manufacturer narrative:
(B)(4). Follow-up report will be filed, if additional info becomes available.